Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation). The following sections were corrected: h6 (health effect - clinical code). The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of each to the reported event cannot be determined. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 concomitant devices, 2092549 170-32-03 - biolox delta femoral head 32mm od, +3.5mm, 2663828 162-01-02 - neck preserving stem, ext offset plasma sz 2, 2853073 170-32-93 - biolox delta femoral head 32mm od, -3.5mm, 2898612 186-01-54 - integrip cc, cluster 54mm, g2. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 111 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wearpain, scarring, swelling, effusion, inflammation. Difficulty walking, antalgic gait, tissue destruction, bone destruction, and loss of mobility. No further issues or complications were reported. No additional information is available.